Event description:
The customer stated that two reservoirs have damaged o-rings. It was stated that one of the o-rings came out of the barrel of the reservoir and the other o-ring looked out of place. The customer was advised to return the reservoirs and replacement will be sent.